Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customer experienced a elevated blood glucose level of 500 mg/dl. Additionally, customer had a high ketone level identified as dangerous by healthcare provider. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.